Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was not impacted. The contact was not able to clear the alarm. The customer reverted to manual injections for diabetes management.